Event description:
A caller reported that the mobile app froze while they were attempting to deliver a bolus using an iphone 14 pro max. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed harmful thresholds. After relaunching the app, the pump was still paired, and the caller successfully resumed operation without needing further assistance.